Event description:
It was reported that the patient has experienced stiction issues with his inflatable penile prosthesis (ipp). The patient stated that his prosthesis is difficult to inflate and it typically takes 200 to 300 attempts for the fluid to route correctly when squeezing the bulb and achieve the desired effect. The patient encountered this difficulty almost immediately after having the appropriate post surgery recovery time pass. He visited his dr. Who explained the stiction problem and provided him with an article he had co-written detailing the procedure to attempt to deal with this problem. However, the patient indicates that the situation seems to get worse, with a steady increase in the number of attempts needed to achieve inflation. The patient wonders if an inflation bulb replacement is known as an effective way to correct this issue, as opposed to removing and replacing the entire device. Upon device activation in office, the pump was difficult to inflate and deflate. A revision surgery was performed to replace the malfunctioning pump.

Manufacturer narrative:
B3: the exact event date is unknown. Investigation summary: allegations related to pump inflation, deflation and mechanical issues were reported. Product analysis confirmed a pump malfunction. Device history records (DHR) review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000360427, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the activation test and failed valve activation state test. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: a investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient has experienced "stiction" issues with his inflatable penile prosthesis (ipp). The patient states that his prosthesis is difficult to inflate and it typically takes 200 to 300 attempts for the fluid to route correctly when squeezing the bulb and achieve the desired effect. The patient encountered this difficulty almost immediately after having the appropriate post surgery recovery time pass. He visited his dr. Who explained the stiction problem and provided him with an article he had co-written detailing the procedure to attempt to deal with this problem. However, the patient indicates that the situation seems to get worse, with a steady increase in the number of attempts needed to achieve inflation. The patient wonders if an inflation bulb replacement is known as an effective way to correct this issue, as opposed to removing and replacing the entire device.